Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed seven other similar product complaint(s) from this serial number. The similar complaints have been reported by the same UK facility.

Event description:
It was reported the device is not functioning correctly. It has been used to insert 8 PICC lines all of which the device has claimed have been inserted and positioned correctly, how ever when the patients have been x-rayed the lines have been revealed to be incorrectly. This report addresses the third device.